Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had triggered a lead safety switch due to exhibiting a high out of range pacing impedance measurement of greater than 2500 ohms. Ra loss of capture was also noted and fluoroscopy revealed the helix had completed separated from the lead body. Surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.